Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated when the patient went to bed one day prior, his blood glucose was normal. The patient awoke around 1:00 am the following day, and was ill, his blood glucose was 292 mg/dl. At 9:30 am he was brought to the hospital, at admit his blood glucose was approx 300 mg/dl. He was diagnosed in diabetic ketoacidosis. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.